Event description:
The following was reported to hamilton medical ag: loss of external power. Failure occured during start up. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).